Event description:
On the burs in lot 97081345 the tips are breaking off the shaft. Because these burs are breaking off in the patients' mouth, they are searching for tips and having the patients come back in for post operative x-rays to insure that no pieces are left in the mouth.